Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bioliopancreatic diversion (open surgery) procedure, the first firing on the duodenal anastomosis, the device properly cut the tissue, but the surgeron observed that the staples were not closed, thus not maintaining the tissue properly closed. It is unknown how many of the staples or how much of the staple line was affected. Another device was used to complete the case. There were no adverse consequences to the patient.